Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during a tep hernia repair procedure the balloon couldn't be inflated and a new one had to be used in order to complete the case. There was no extension in duration of the procedure due to the issue. There was no blood loss, tissue loss or tissue damage due to the issue. Patient information could be provided other than that the patient was not injured and the patient is stable.